Event description:
Reported by the customer as: batteries got hot and exploded. Saw smoke from battery compartment. Pt injury: no, pump issue found during testing. Pump was not on a pt.

Manufacturer narrative:
Method: visual examination performed of pump and specifically the battery compartment. Results: standard performance tests were completed, including running the pump on battery power. Conclusions: performance tests and visual inspection could not duplicate or confirm a battery explosion. The pump ran per specifications with new batteries. Pictures were taken of the battery compartment. It appears normal.